Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device was used during a colovaginal fistula case. While diverting the colon, the device was closed on the bowel normally. This was the first firing with a blue reload. The device fired and blade returned normally. Surgeon did not notice any strange sounds or difficulty firing. Upon opening the jaws, the bowel was completely transected, but staple line was only halfway complete. Surgeon could see drivers on the first half of the reload, but could not see any drivers on the second half of the reload. Feces came out of unstapled portion of the bowel. The case was converted to open and the abdomen was flushed. The patient became unstable with anesthesia and they had to stop the surgery. Patient became septic and died 4 days post-operatively. It was reported the death is believed to be related to the device failure. The account is performing their own internal investigation and the device is not available to be released at this time. No lot or batch number provided for device or cartridge. No buttressing material was used during the procedure. The patient was a (B)(6) year old female with no other health issues except the fistula that was being repaired during the surgery. Additional information received from sales rep.- what was the cause of patient becoming unstable? Unknown why the patient became unstable during case. Resident reported that anesthesia was ¿having a hard time.¿ no further explanation was given. Is it known why the patient did not have a bowel prep prior to surgery? No. Was the case completed by a colostomy or did the surgeon perform a re-anastomosis? Unknown. Was there any difficulty loading the cartridge? Not that was communicated. Were clips used in the vicinity? Unknown. Were drivers not visible on one side of the knife or both sides? Drivers were seen on both sides of the knife blade on the proximal portion of the reload. No drivers were seen on either side of the knife blade at the distal portion of the reload. What was the etiology of the fistula? Unknown. Are photos or video available? Not that I know of.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2015. (B)(4). Batch: l5414c manufacturing date: 08/15/2014 02:41 pm product exp. Date: 07/15/2019 02:41 pm results: the device history records were reviewed and the manufacturing criteria was met prior to the release of the device. Batch: l53p1a manufacturing date: 08/14/2014 11:35 pm product exp. Date: 07/14/2019 11:35 pm results: a batch record review was performed and no anomalies were found during the manufacturing process. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. No further functional testing could be performed since the battery pack was not removed. The reported events could not be confirmed.

Manufacturer narrative:
(B)(4). Additional information was received. Risk manager provided additional information to include that the patient had not undergone chemotherapy and there was no mass identified in the pathology specimen. She also shared that the medical review board of the hospital had listed extremely thick colon tissue as a possible cause of this incident. Customer provided the patient's medical history as follows: diarrhea, likely overflow mixed with the urine. Colovesical fistula. Severe constipation. Possible sigmoid mass. Obesity.

Event description:
It was reported that during a laparoscopic colectomy procedure, the account had an issue with the device. The case was converted to an open repair. One device will not be released.